Event description:
"Pt admitted with cholecystitis and was sent to o.r. For a laparoscopic cholecystectomy and umbilical hernia repair. Post op pt received a blood transfusion. A crack was noted in the IV tubing and blood backed up the tubing and leaked out the crack. Set up was taken down and discarded." The customer was contacted for add'l info; however, no add'l info was available.